Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients failed to appear in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing in the pyxis station. A technical support specialist (tss) dialed into the station and confirmed devices were communicating properly, with cce messages crossing successfully and uploads/downloads occurring in real time. No errors were found in hsv (health sight viewer), although the stations were not listed in hsv. Upon checking the es server, it was found that the patient had two visits¿an adt visit and a placeholder visit. The placeholder, created due to order messages arriving before the admit message, should have merged automatically once the admit message was received. The admissions team was contacted to resend the admit message, which resolved the discrepancy. Additionally, it was observed that the host was sending a high volume of a31 messages, which cce dropped as unknown message types (z0000). While a08 messages were received, a01 and a04 were missing. The customer confirmed that the third-party interface was fixed, and both patient and medication data were successfully flowing to pyxis. The system functioned as intended after the technical support specialist troubleshot the device.